Event description:
As the physician assistant proceeded to use the scissors from the laceration kit, the scissors broke at the junction of the handle of the head of the scissors, another kit with the same lot number was then opened and the same breakage occurred with the scissors used in that kit. Another kit with a different lot number was then successfully used. All kits with this lot number (142430) were pulled from stock. There was no patient injury.